Event description:
Report rec'd from the USA stating that the foot plate of the device "broke off" during a craniotomy surgery. The foot plate has been retrieved. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has not been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent.